Event description:
Customer states that there was a emergency room visit for high blood glucose and diabetic ketoacidosis (dka). Customer's blood glucose values at the time of emergency room visit was above 600+ mg/dl. It was also reported that the insulin pump did not alarm no delivery. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.